Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unexplained continuous high blood glucose (bg) level as high as 400 mg/dl. The customer delivered correction boluses and administered manual injections to address bg level. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.